Event description:
Patient underwent a robotic partial nephrectomy, retroperitoneal approach using airseal, and had extensive subcutaneous tissue necrosis requiring a prolonged hospitalization, return trips to the operating room.